Event description:
Pt had ventral hernia repair in '06 with kugel mesh placement. The pt reports she has had chronic pain since that time. Ultrasound notes a definite mass in this area. Taken to surgery in '08 for diagnostic laparoscopy. Upon review of the area, the plastic ring portion of the mesh was broken and granulation tissue noted around the area. Dates of use: 2006 - 2008. Diagnosis or reason for use: used in repair of incarcerated ventral hernia. Event abated after use stopped or dose reduced: yes.